Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 9th july 2018. The device was returned with the reported fault ¿red status indicator¿. The fault was confirmed during the investigation. After extensive investigation the fault was traced back to a disturbed solder joint resulting in a fracture within the joint on component r174. Insufficient contact being made would have resulted in the device failing to perform an auto self-test and the device displaying a flashing red status indicator and failure chirp as per the reported fault. It would also account for the absence of the weekly auto self-tests recorded in the history log. The fault could not be replicated when component r174 was reflowed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Red status indicator. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator. There was no patient involved in this event.